Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable ise indirect na and k for gen.2 results for multiple patients samples on a cobas integra 400 plus. Of the data provided, there were discrepant k results for 5 patient samples and a discrepant na result for 1 patient sample. There was no adverse event. The k electrode lot number was 21574947 with an expiration date of 14-sep-2018. The na electrode lot 21574747 with an expiration date of 31-aug-2018. The field service engineer (fse) found a possible occlusion in the mix/dry line to the mixtower socket of the integra 400 plus. The fse cleaned the air lines from the socket to the acrylic block clear and adjusted the valves. The fse performed a precision check on the na test and the customer ran ise calibration and qc. All were acceptable. The investigation determined that the service actions by the fse resolved the issue.